Manufacturer narrative:
It was reported by the customer she had surgery on (B)(6) 2017 that was not diabetes related; the customer was not wearing the pump during the surgery. The morning of her surgery her blood glucose was 514 mg/dl and treated using the insulin pump and also a manual injection. The customer was removed the insulin pump at 7am in order to prep for the surgery; blood glucose was 230 mg/dl. At 9am that morning the customer states her blood glucose went down low because of how she treated for the high she had earlier that morning. The customer stated the doctor noticed she was low her blood glucose was 50 mg/dl and was treated with dextrose through an IV and taken to surgery. During surgery her blood glucose went back down to 50 mg/dl to 26 mg/dl. The customer stated she was in a diabetic coma for 3 hours, went into cardiac arrest and had repertory failure; the customer was treated through an IV for her low. The customer states today she was trying to give herself a bolus and after three units she got a no delivery; the cannula of her infusion set was bent and that caused the no delivery. The customer declined all trouble shooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 26mg/dl. Customer treated with an IV drip. Customer indicated that their blood glucose value was 396mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. The pump programming was accurate. Customer indicated that the pump was worn in or around an MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.